Event description:
Tubing was reported to leak chemo from the silicone segment that goes through the infusion pump. Chemo reportedly leaked all into the pump and through the pt's fanny pack getting on the pt. The type and amount of chemotherapy involved is not known. Pharmacist for facility confirmed info but did not provide any additional details. No pt injury or medical intervention was reported. No additional info is available at this time.